Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: there was performance data collected from the device and it was analyzed. The save to disk revealed no anomalies. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with an implantable pulse generator and two leads died, found unresponsive at home. Cause of death has been requested and not received.